Manufacturer narrative:
The user began receiving a sensor replacement alert on (B)(6) 2025, day 21 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation showed no issues with sensor functionality. A review of the sensor data indicated that the sensor was taking longer than normal to stabilize after insertion, which led to the replacement alert. The potential root cause may be related to the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. Such occurrences may happen when a failure mode present in the body is not replicated in the lab. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 29 sept 2025. G3. Date received by the manufacturer? 29 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.